Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Pump logs have been received. Investigation pending.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser where it was reported the IV pump turned off automatically while running a drip. Pump was plugged in the entire time and fully charged. There was patient involvement but unknown adverse event or human harm.

Manufacturer narrative:
Self-test and visually inspect. Self-test passed. Tested the device on battery mode at 4 hours at 999 ml/hr and passed. The customer complaint wasn't confirmed that the device turned off. Ran the pump on alternate current (a/c) mode and passed. The probable cause wasn't found, no issues. Updated information in d9. Device returned to manufacturer on 5/8/2024.